Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii video system center had connector issues and it caused leaks around the pin of the endoscopes. There were no reports harm associated with the event.